Event description:
While performing fine needle aspiration, running the stylette through the needle to remove the specimen in specimen jar, approximately 1 inch of needle broke off into the specimen jar. No harm to patient. FDA safety report ID# (B)(4).